Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("underwent an essure device removal with partial removal") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced injury ("injury"). The patient was treated with surgery (on (B)(6) 2016 underwent an essure device removal with partial removal). At the time of the report, the medical device removal and injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("she describes as partial removal of essure implants/ she states he was not able to fully remove all the device and there are still some "pieces" left behind/tried to remove the essure device, but was removed completely except tip of the essure."), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general),") in a 32-year-old female patient who had essure (batch no. 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, sleep disorder, weight gain, hemorrhoids, joint pain, muscle pain, polycystic ovarian syndrome, teratoma, right salpingo-oophorectomy, endometriosis, staphylococcal skin infection, shortness of breath, panic attacks, tachycardia, palpitations, gonorrhea, pap smear abnormal, gravida ii (two children history), parity 2 and scarring. Review of systems: general: complains of sleep disturbances, fatigue, weight gain. Eyes: complains of patient wears glasses/contacts. Gastrointestinal: complains of hemorrhoids, nausea, excessive gas, abdominal pain, hemorrhoids. Genitourinary: complains of abnormal vaginal discharge, vaginal itching or burning, abnormal/painful periods. Psychiatric: complains of severe anxiety, frequent crying. Cardiovascular: positive for palpitation, swelling ankles, chest pain, difficulty breathing breasts: positive for breast pain. Musculoskeletal: positive for muscle or joint pain. Genitourinary: positive for abnormal vaginal discharge, pelvic pain, abnormal periods, painful periods.skin: positive for rash. Neurologic: positive for severe memory problems, numbness. Psychiatric: positive for severe anxiety. Endocrine: positive for hair growth. Heme/lymphatic: positive for easily bruised. (B)(6) 2018: systolics in the 130s and diastolics in the 90s. Previously administered products included for an unreported indication: xanax and loestrin. Concurrent conditions included anxiety, folliculitis and depression. Family history included hypertension (mother), anxiety (mother), anxiety (sister), anxiety (paternal grandmother) and depression (paternal grandmother: committed suicide). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hair growth abnormal ("hormonal changes describe: hair growth"), skin disorder ("hormonal changes describe: other skin issues/rashes or skin conditions"), acne ("hormonal changes describe: acne"), rash ("rashes or skin conditions:skin rash"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), vaginal infection ("infection type: vaginal,") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)¸"), migraine ("migraines / headaches"), headache ("migraines / headaches"), cardiac disorder ("blood or heart disorder/condition"), blood disorder ("blood or heart disorder/condition"), tooth disorder ("dental problems"), mental disorder ("psychological or psychiatric problems"), visual impairment ("vision/eye problems"), nervous system disorder ("neurological conditions or problems"), weight fluctuation ("weight gain / loss"), fatigue ("fatigue,"), alopecia ("hair loss"), back pain ("lower pain"), complication of device removal ("physician informed plaintiff he was unable to remove coils in their entirety/unable to remove left fallopian tube") and abdominal distension ("gastrointestinal or digestive system condition type: abdominal bloating & distention"). The patient was treated with benzodiazepine derivatives, escitalopram oxalate (lexapro), ethinylestradiol;norgestimate (sprintec), hydrochlorothiazide;spironolactone (aldactone 50 hct), hydrocodone bitartrate;paracetamol (lortab), lisinopril, lisinopril dihydrate (prinivil), metformin, minocycline, naproxen (motrin), spironolactone and surgery (laparotomy hysterectomy with unilateral salpingectomy - total hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, hair growth abnormal, skin disorder, acne, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, dysmenorrhoea, headache, cardiac disorder, blood disorder, mental disorder, visual impairment, nervous system disorder, weight fluctuation, fatigue, alopecia, back pain, complication of device removal and abdominal distension outcome was unknown, the rash, dyspareunia and tooth disorder was resolving and the migraine had resolved. The reporter considered abdominal distension, acne, alopecia, back pain, blood disorder, cardiac disorder, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hair growth abnormal, headache, menorrhagia, mental disorder, migraine, nervous system disorder, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage, vaginal infection, visual impairment and weight fluctuation to be related to essure. The reporter commented: trailing coils: left: 3 right: 7 diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement (mmhg) - on an unknown date: 98/60. Hysterosalpingogram - on (B)(6) 2012: her coils were successfully in place. Hysterosalpingogram {digital) essure confirmation test shows complete fallopian tubal occlusions. Essure inserts in proper position. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pelvic pain, acne, hair growth, vaginal infection, hair loss quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received: events physician informed plaintiff he was unable to remove coils in their entirety, hormonal changes describe: acne, hair growth, other skin issues, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection type: vaginal, apareunia (inability to have sexual intercourse), psychological or psychiatric problems, rashes or skin conditions, migraines / headaches, blood or heart disorder/condition, dental problems, neurological conditions or problems, dysmenorrhea (cramping)¸ dyspareunia (painful sexual intercourse), pain , vaginal discharge, vision/eye problems, fatigue, weight gain / loss, gastrointestinal or digestive systemcondition type: abdominal bloating & distention, hair lossand she describes as partial removal of essure implants/ she states he was not able to fully remove all the device and there are still some "pieces" left behind/tried to remove the essure device,but was removed completely except tip of the essure. Were added. Lot number, medical history, concomitant drug, treatment drugs, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("she describes as partial removal of essure implants/ she states he was not able to fully remove all the device and there are still some "pieces" left behind/tried to remove the essure device, but was removed completely except tip of the essure."), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general),") in a 32-year-old female patient who had essure (batch no. 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, sleep disorder, weight gain, hemorrhoids, joint pain, muscle pain, polycystic ovarian syndrome, teratoma, right salpingo-oophorectomy, endometriosis, staphylococcal skin infection, shortness of breath, panic attacks, tachycardia, palpitations, gonorrhea, pap smear abnormal, gravida ii (two children history), parity 2 and scarring. Review of systems: general: complains of sleep disturbances, fatigue, weight gain. Eyes: complains of patient wears glasses/contacts. Gastrointestinal: complains of hemorrhoids, nausea, excessive gas, abdominal pain, hemorrhoids. Genitourinary: complains of abnormal vaginal discharge, vaginal itching or burning, abnormal/painful periods. Psychiatric: complains of severe anxiety, frequent crying. Cardiovascular: positive for palpitation, swelling ankles, chest pain, difficulty breathing breasts: positive for breast pain. Musculoskeletal: positive for muscle or joint pain. Genitourinary: positive for abnormal vaginal discharge, pelvic pain, abnormal periods, painful periods.skin: positive for rash. Neurologic: positive for severe memory problems, numbness. Psychiatric: positive for severe anxiety. Endocrine: positive for hair growth. Heme/lymphatic: positive for easily bruised. 22-mar-2018: systolics in the 130s and diastolics in the 90s. Previously administered products included for an unreported indication: xanax and loestrin. Concurrent conditions included anxiety, folliculitis and depression. Family history included hypertension (mother), anxiety (mother), anxiety (sister), anxiety (paternal grandmother) and depression (paternal grandmother: committed suicide). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hair growth abnormal ("hormonal changes describe: hair growth"), skin disorder ("hormonal changes describe: other skin issues/rashes or skin conditions"), acne ("hormonal changes describe: acne"), rash ("rashes or skin conditions:skin rash"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), vaginal infection ("infection type: vaginal,") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)¸"), migraine ("migraines / headaches"), headache ("migraines / headaches"), cardiac disorder ("blood or heart disorder/condition"), blood disorder ("blood or heart disorder/condition"), tooth disorder ("dental problems"), mental disorder ("psychological or psychiatric problems"), visual impairment ("vision/eye problems"), nervous system disorder ("neurological conditions or problems"), weight fluctuation ("weight gain / loss"), fatigue ("fatigue,"), alopecia ("hair loss"), back pain ("lower pain"), complication of device removal ("physician informed plaintiff he was unable to remove coils in their entirety/unable to remove left fallopian tube") and abdominal distension ("gastrointestinal or digestive system condition type: abdominal bloating & distention"). The patient was treated with benzodiazepine derivatives, escitalopram oxalate (lexapro), ethinylestradiol;norgestimate (sprintec), hydrochlorothiazide;spironolactone (aldactone 50 hct), hydrocodone bitartrate;paracetamol (lortab), lisinopril, lisinopril dihydrate (prinivil), metformin, minocycline, naproxen (motrin), spironolactone and surgery ( total hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, hair growth abnormal, skin disorder, acne, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, dysmenorrhoea, headache, cardiac disorder, blood disorder, mental disorder, visual impairment, nervous system disorder, weight fluctuation, fatigue, alopecia, back pain, complication of device removal and abdominal distension outcome was unknown, the rash, dyspareunia and tooth disorder was resolving and the migraine had resolved. The reporter considered abdominal distension, acne, alopecia, back pain, blood disorder, cardiac disorder, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hair growth abnormal, headache, menorrhagia, mental disorder, migraine, nervous system disorder, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage, vaginal infection, visual impairment and weight fluctuation to be related to essure. The reporter commented: trailing coils: left: 3 right: 7. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement (mmhg) - on an unknown date: 98/60. Hysterosalpingogram - on 13-jun-2012: her coils were successfully in place. Hysterosalpingogram {digital) essure confirmation test shows complete fallopian tubal occlusions. Essure inserts in proper position. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pelvic pain, acne, hair growth, vaginal infection, hair loss quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she describes as partial removal of essure implants/ she states he was not able to fully remove all the device and there are still some "pieces" left behind/tried to remove the essure device, but was removed completely except tip of the essure.'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general),') in a 32-year-old female patient who had essure (batch no. 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, sleep disorder, weight gain, hemorrhoids, joint pain, muscle pain, polycystic ovarian syndrome, teratoma, right salpingo-oophorectomy, endometriosis, staphylococcal skin infection, shortness of breath, panic attacks, tachycardia, palpitations, gonorrhea, pap smear abnormal, gravida ii (two children history), parity 2 and scarring. Review of systems: general: complains of sleep disturbances, fatigue, weight gain. Eyes: complains of patient wears glasses/contacts. Gastrointestinal: complains of hemorrhoids, nausea, excessive gas, abdominal pain, hemorrhoids. Genitourinary: complains of abnormal vaginal discharge, vaginal itching or burning, abnormal/painful periods. Psychiatric: complains of severe anxiety, frequent crying. Cardiovascular: positive for palpitation, swelling ankles, chest pain, difficulty breathing breasts: positive for breast pain. Musculoskeletal: positive for muscle or joint pain. Genitourinary: positive for abnormal vaginal discharge, pelvic pain, abnormal periods, painful periods.skin: positive for rash. Neurologic: positive for severe memory problems, numbness. Psychiatric: positive for severe anxiety. Endocrine: positive for hair growth. Heme/lymphatic: positive for easily bruised. 22-mar-2018: systolics in the 130s and diastolics in the 90s. Previously administered products included for an unreported indication: xanax and loestrin. Concurrent conditions included anxiety, folliculitis and depression. Family history included hypertension (mother), anxiety (mother), anxiety (sister), anxiety (paternal grandmother) and depression (paternal grandmother: committed suicide). Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (taytulla) from 2012 to 2014. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hair growth abnormal ("hormonal changes describe: hair growth"), skin disorder ("hormonal changes describe: other skin issues/rashes or skin conditions"), acne ("hormonal changes describe: acne"), rash ("rashes or skin conditions:skin rash"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), vaginal infection ("infection type: vaginal,") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)¸"), migraine ("migraines / headaches"), headache ("migraines / headaches"), cardiac disorder ("blood or heart disorder/condition"), blood disorder ("blood or heart disorder/condition"), tooth disorder ("dental problems"), anxiety ("psychological or psychiatric problems/ psychiatric problems condition: anxiety"), visual impairment ("vision/eye problems"), radiculopathy ("neurological conditions or problems/ neurological conditions or problems type: radiculopathy"), weight fluctuation ("weight gain / loss"), fatigue ("fatigue,"), alopecia ("hair loss"), back pain ("lower pain"), complication of device removal ("physician informed plaintiff he was unable to remove coils in their entirety/unable to remove left fallopian tube"), abdominal distension ("gastrointestinal or digestive system condition type: abdominal bloating & distention"), depression ("psychological or psychiatric problems condition: depression") and polycystic ovaries ("polycystic ovarian syndrome") and was found to have weight increased ("weight gain"). The patient was treated with benzodiazepine derivatives, escitalopram oxalate (lexapro), ethinylestradiol;norgestimate (sprintec), hydrochlorothiazide;spironolactone (aldactone 50 hct), hydrocodone bitartrate;paracetamol (lortab), lisinopril, lisinopril dihydrate (prinivil), metformin, minocycline, naproxen (motrin), spironolactone and surgery (laparotomy hysterectomy with unilateral salpingectomy - total hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, hair growth abnormal, acne, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, dysmenorrhoea, headache, cardiac disorder, blood disorder, anxiety, visual impairment, radiculopathy, weight fluctuation, fatigue, alopecia, back pain, complication of device removal, abdominal distension, depression, weight increased and polycystic ovaries outcome was unknown, the skin disorder, rash, dyspareunia and tooth disorder was resolving and the migraine had resolved. The reporter considered abdominal distension, acne, alopecia, anxiety, back pain, blood disorder, cardiac disorder, complication of device removal, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hair growth abnormal, headache, menorrhagia, migraine, pelvic pain, polycystic ovaries, radiculopathy, rash, skin disorder, tooth disorder, vaginal haemorrhage, vaginal infection, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: trailing coils: left: 3 right: 7. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement (mmhg) - on an unknown date: 98/60. Hysterosalpingogram - on (B)(6) 2012: her coils were successfully in place. Hysterosalpingogram {digital) essure confirmation test shows complete fallopian tubal occlusions. Essure inserts in proper position. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pelvic pain, acne, hair growth, vaginal infection, hair loss . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received reporter information was added. New event added depression, weight gain and event updated psychological disorder to anxiety and neurological disorder to radiculopathy. Concomitant drug and event outcome added.4th and 5th follow up process together on 21-nov-2019: pfs received no new significant information was added. 4th and 5th follow up process together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("underwent an essure device removal with partial removal") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 4 years 9 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced injury ("injury"). The patient was treated with surgery (on (B)(6) 2016 underwent an essure device removal with partial removal). At the time of the report, the medical device removal and injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.